Event description:
Reporter indicated that a vns patient felt that the "wire is moving around and it seems like the clip has come loose and is pulling on the nerve". It was reported that the patient had been choked, and had been feeling some pain in the neck area since that time. It was reported that the patient had experienced an increase in seizures, with pre-vns baseline unknown. The patient went to the ER due to the events; however, he does not have a treating physician at this time to evaluate the device.